Event description:
It was reported that this was a venotomy closure of the common femoral vein using a prostyle after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, the prostyle formed the knot at the skin level which was noticed once the device was removed from the anatomy without issue. Hemostasis was achieved via placing a suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.